Manufacturer narrative:
The lot number for the device has been provided and a review of the device history records is currently being performed. The stent remains implanted and the delivery system has not been returned to the MFR for eval to date. The investigation is currently underway.

Event description:
It was reported that a radio-opaque marker from a stent, placed in the subclavian/brachiocephalic vein three months prior, detached and migrated to the heart. The physician reported that the end of the stent was placed between the clavicle and first rib. The physician thought that this placement compressed the edge of the stent and caused the metal to fatigue and fracture. There has been no intervention and no report of pt injury.